Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 501 mg/dl, with polyuria, and moderate ketones, associated with an alleged site/set/cart issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed, there was a leak in the cartridge, and was loose from the luer lock. The patient¿s blood sugar was allegedly not checked during the day. They also ¿ate a lot of carbs and did not give the appropriate amount of insulin to cover¿. That night the patient change the cartridge and infusion set and notice the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.